Manufacturer narrative:
H3, h6: the product/packaging was not returned for evaluation; therefore, a product analysis could not be performed. However, the provided image was reviewed and revealed a bent and opened carton box. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The supplier stated that, the evidence suggests that there were no sufficient padding materials during shipment. As a result, the products inside likely experienced vibration, impact, or dropping during transit, resulting in bend and deformed minimum sales unit boxes and contents exposed upon receipt by the end customer. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that a primapore adhesive 8x10cm ctn 20 arrived bent and open with contents exposed, so it was unsterile. As no case was involved, there was not any patient involved.